Event description:
It was reported that the patient developed an infection. The pulse generator was explanted and was placed outside the pocket and remained in service. The patient was doing well post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).